Event description:
It was reported that contamination occurred. A 200cm, 8cm v-18 control wire was selected for use. However, upon preparation, it was noticed that there was a small tear in the sterile packaging. The procedure was completed with a different device. There were no patient complications reported.